Event description:
It was reported that prior to a percutaneous balloon valvuloplasty of a stenotic cardiac valve, pre-close placement of the sutures was attempted in a common femoral artery using perclose proglide devices. Reportedly, during deployment of two proglide devices in a 6-french arteriotomy, when the needle plunger was removed an issue occurred retrieving the sutures. The devices were removed over a guide wire and the sutures from two additional proglide devices were sequentially deployed 60 degrees opposite in orientation. The sutures were clamped to the sterile drape and set to the side. The access site size was dilated to 10-french size. After conclusion of the percutaneous balloon valvuloplasty, the knots from the two pre-placed proglide sutures were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the proglide device and is established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The needle plunger, suture, link, needles, and cuffs, key components of the device were not returned; therefore, the reported suture retrieval issue could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.